Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
It was reported that they were running the device in the sfa and basically the device stopped running. They thought it froze on the wire. Everything had to be pulled out as a unit. They could not re-wire the device. They had to open a new wire and a new device (another jetstream catheter) and continue with the procedure. The wire that was used was a thruway wire. Additional information received on 2/14/19: the thruway was discarded upon removal from patient, so lot wire and lot number are not available. Beside patient gender no other information is available. The device was used in a previously stent sfa with a calcified proximal and distal lesion to the stent. Upon passing the proximal sfa lesion entering the proximal portion of the stent the device began to show resistance over the wire. Blood flow was evident in the tubing returning to the console. I suggested "rexing" back. Wire was pulls back with the device, so it was advised that the whole device and wire be pulled out. No harm to the patient a new thruway wire and device were placed and the procedure was finished with an adequate result.